Manufacturer narrative:
The targeting guide and related instruments were returned for inspection. Visible inspection concluded that the device was damaged. When assembled with a sample nail, it was determined that the distal holes were not properly targeted. The returned products all showed wear, indicating numerous previous successful uses over their potential field age of 3-5 years. The targeting guide was damaged in several locations, most notably on the underside of the bend. This could indicate impaction was used on this surface, perhaps to assist in nail placement. The device history records for the returned parts were reviewed and found to be conforming to the requirements at the time of manufacture. The device was used for treatment. It is most likely that the damaged sustained by the instruments over their useful life resulted in loss of proper targeting of the system. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It has been reported that the hospital has had problems inserting and removing distal guides and cephallomedulary screw guides.